Event description:
During routine preventative maintenance, stryker observed the customer's device to have a non-functioning menu button. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the membrane switch. The customer declined the repair and the device was returned to the customer unrepaired.

Event description:
During routine preventative maintenance, stryker observed the customer's device to have a non-functioning menu button. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.